Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. A taxus express2 atom 2.25x12mm drug eluting stent was implanted in the diagonal artery. Approximately six weeks later, the patient presented with a stent thrombosis. The thrombosis was treated with a 2.0x9mm maverick balloon. It was further reported that the patient had been involved in an automobile accident and had been off all anticoagulant therapy. No further complications were reported. Patient status is satisfactory. Additional information has been requested, but has not been available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.